Event description:
The contact stated the customer's blood glucose readings had been lower than usual. While troubleshooting, she performed control tests and received a reading of 20 mg/dl. The normal control range is 96-133 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.